Manufacturer narrative:
The cartridge instructions for use state: make sure that insulin is room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 320 mg/dl and a corrective bolus was delivered to address the bg level. The customer did not know the cause of the high bg. A pump system check was performed and no device issues were identified. Reportedly, the customer used cold insulin to fill the cartridge. Tandem technical support informed the customer that per the cartridge labeling, the cartridge was to be fill with room temperature insulin. The customer acknowledged the information.